Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, when the lever was closed to retract the foot of the proglide after deployment and an attempt was made to remove the device, it could not be removed. The physician attempted to remove the device for some time and turned the device upside down; however, the distal sheath detached from the proximal guide. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. In this case, the removal attempt was circumstantial and was not the contributor to the device entrapment. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a guide separation and device entrapment may include, but are not limited to, aggressive user technique, excessive torque or force. Factors that contribute to a difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d9, h3 - device available for eval updated from yes to no.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a right left angioplasty procedure. Reportedly, when the lever was closed to retract the foot of the proglide after deployment and an attempt was made to remove the device, it could not be removed. The physician attempted to remove the device for some time and turned the device upside down; however, the distal sheath detached from the proximal guide. The device was removed; however, the distal sheath portion of the device remained in the patient anatomy. The physician re-accessed the groin from above the original access site, sent down a guide wire and was able to snare the distal sheath portion of the proglide from the patient anatomy. The sutures of two new proglide devices were successfully pre-placed in the new access site where the device was snared from. The sheath was upsized to a sheath size greater than 8.5f in that access site. The angioplasty procedure was completed. Hemostasis was achieved in the original access site where the proglide had been attempted using manual arterial compression. Hemostasis was achieved in the other access site with the pre-placed proglide sutures. The physician commented that the patients groin was extremely scarred with addition of bypass graft, and it was this that the proglide got stuck on. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.